Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device used in the case, for the second device see section h10 for the related report.

Event description:
The user facility reported that two angio-seal devices from the same lot number were deployed to close bilateral groins on (B)(6) 2025. The following monday, (B)(6) 2025, the patient was taken to surgery for bilateral groin infections. The physician was concerned that the angio-seal may have caused the infection. The procedure prior to the angio-seal deployment was a percutaneous coronary intervention (pci). The patient had debridement of both groins by a vascular surgeon. Additional information was received on 24jun2025: a 7fr.procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved with each angio-seal, with no anomalies noted at that time. A pre-deployment angiogram performed. The patient was in stable condition.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt). See section h10 for related report.